Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving fentanyl (concentration and dose unknown) via an implantable pump for non -malignant pain. It was reported that it had been probably a year if that, but the patient was in the hospital because "the pump was read, how much medication was in the pump, wrong" and the patient ran out of medication and detoxed. All the patient remembered was they woke up in the hospital with an IV in their arm and the company representative (rep) came to help with the issue.